Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a defective air in line printed circuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available

Manufacturer narrative:
Evaluation summary: during product evaluation, a defective air in line printed circuit board (ail pcb) was observed. Failure code 814:04 was observed during service which confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb being defective. The ail pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.